Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was issues. Customer's father did not recall the exact problem but stated it was either; customer wasn't getting insulin or leaks. Father stated to call back when customer was present. Three telephone attempts were made to reach customer. No further information reported.